Event description:
Pt came in for a routine eye examination. Her last exam was in 2003. Contacts supplier requested updated info, a month later and was told that the prescription was expired. When she came in today, she informed rptr that they filled the prescription in 2004. Her prescription had changed and she was 20/50 od, 20/40 os, and that is not legal for nighttime driving in the state. She has corneal neovascularization and a dry eye induced by old contacts. Her eyelids were irritated by the old contact lenses.